Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of intraocular lens (iol) was not able to deploy through the cartridge and was believed to be defective. They disposed the lens. This occurred while the patient was on the table, they did have an additional lens to complete the surgery. There was no harm to the patient. Additional information has been requested.